Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "on (B)(6) 2011, my (B)(6) son had posterior spinal fusion surgery from t2 to pelvis. As of this date, the screws have come loose in his back and the rods have pushed up. He will require another surgery which will result in two surgeries within seven months. I've attached his most recent x-ray to this email.